Event description:
The device was the "area of origin" of a fire. This investigator was unable to determine if the unit was the cause of the fire or damaged due to the fire. FDA safety report ID# (B)(4).